Event description:
Manufacturer's ref #: (B)(4)

Manufacturer narrative:
The ventilator reportedly stopped ventilation in an ambulance on unknown date. The patient later died at the hospital reportedly on (B)(6), 2020. The ventilator was investigated by our field service engineer. No faults were found and no parts were replaced. The ventilator passed all safety and functional tests. Provided ventilator logs were reviewed. Since the ventilator has been in use after the event, the registrations from unknown event date and the date when patient expired are overwritten in the event log. The earliest log post is from (B)(6), 2020. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The ventilator passed pre-use check on (B)(6), 2020. Since the event date in the ambulance has not been clarified, it is unknown if this is prior or after the reported stop of ventilation. As a conclusion, since the ventilator has been in use after the event and the event log has been overwritten, the reported stop of ventilation has not been able to be determined. Based on review of the technical log and ventilator testing there is no ventilator malfunction.

Event description:
It was reported that during ambulance transport, there was a stop of ventilation. The patient complications following the reported stop of ventilation is unknown. The patient then died after a few days of hospitalization. Cause and date of death is unknown. It is unknown if the patient was connected to the subjected ventilator in the ambulance or when expired. Manufacturer's ref #: (B)(4).